Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call the insulin pump had crack around the battery and reservoir compartment and the screen of the insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. The customer stated that it was difficult for the customer to read the screen. The device is not expected to be returned for analysis.